Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient was in pool with his granddaughter and they were dunking each other. Patient was concerned he might have dislodged his implantable neurostimulator (ins). He noticed a lump at his ins site. It was indicated the stim was on and ok.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received, patient reported x-rays were taken of the implant and nothing was found wrong therefore they were all set.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.